Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; a faulty dx board was found, causing the pip function not to work on the rear panel (sdi in). In addition, a worn video connector latch was found, causing loss of image when wiggling the pigtail.

Event description:
A user facility reported to olympus that a sdi input on the back panel did not function. The problem, as reported to olympus, was found during a procedure. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, more than 7 years have passed since the delivery of the subject device. It is likely the phenomenon (image loss) occurred due to the latch on the video connector receiver wearing out due to repeated use over time. As a result, the connection of the video and electrical connectors become unstable, causing image loss. Per the legal manufacturer, the other issue identified within the initial report (input on back panel not functioning) has no potential to cause or contribute to death or serious injury if they were to recur, and is not a reportable malfunction.